Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was unable to verify any cracks on the original cartridge and was instructed to load a second, new cartridge. The customer successfully loaded the new cartridge and resumed insulin therapy.